Event description:
It was reported that the customer's insulin pump had a blank display. The blank displays was a recurring issue. Receiving a new battery cap did not solve the issue. He changed the battery and received a failed battery test. His blood glucose level was 201 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. It was unable to perform operating currents to verify failed battery test due to blank display. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.